Event description:
I used renu with moisture loc to clean my contacts. I was hospitalized with a bacterial/fungal eye infection. I had to have a cornea transplant in 2005. My vision has been reduced by at least 50% in my right eye.